Event description:
It was reported that the pump battery could not be charged resulting in pump shutting off. Reportedly, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 1100 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, 05/01/2024 with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.